Event description:
The patient "presented to the emergency room for a heart rate of 40 bmp and dizziness. Upon interrogation, this device was found to be programmed vvi 60 and near eri. A real time ECG captured the rhythm at rates less than the programmed rate." The physician suspects intermittent output as the cause for this event. The rv lead was capped and the device explanted. Both were replaced.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.